Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, there is something wrong with the insulin pump. Customer has been experiencing high blood glucose since 12/15/2016. The customer's blood glucose was over 500 mg/dl and current is 513 mg/dl. Troubleshooting for high blood glucose was performed and no leaks or air bubbles were noted. Customer's spouse declined to check the settings on the device. High pressure test was performed and the device passed as required. Customer's spouse was advised to change the entire set: infusion set, reservoir, and insulin. As well as treat per the customer's health care provider's instructions. Customer's spouse is not returning the insulin pump for analysis.